Event description:
It was reported that the patient presented to the emergency department in ventricular tachycardia (vt), was unable to tolerate the ventricular rates, and experienced a syncopal episode. The patient had to be cardioverted as the implantable cardioverter defibrillator (ICD) was not delivering therapy due to the wavelet and qrs discriminatory match. However, the device did appear to be withholding therapy appropriately based on the device programmed settings. Per physician request a device reprogram was performed. The device remains in use, and no further patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).